Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicates this device was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, was not followed for four years, declared end of life (eol). Technical services (ts) discussed replacement recommendations. The medical personnel turned tachy therapy off and placed an external defibrillator on the patient until a replacement procedure could be performed. To date, no adverse patient effects were reported with this clinical observation.